Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: cutter device, 11/22/2022. As of this date, the device has not been returned for evaluation. Therefore; the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the chuck device was slipping and would not hold or tighten around the cutter device when the key was inserted. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had a loose coupling and component damage. It was further determined that the device failed pretest for general condition, check drill chuck function, check drill chuck in smallest range and check drill chuck in largest range. Therefore, the reported condition of the device slipping and not holding or tightening around the cutter device was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.